Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The device was received at the complaint investigation site with the stent detached from the delivery system. The detached stent was not received for analysis. It was indicated that this damage occurred outside the patient. A review of the stent crimp settings highlighted no abnormalities. The balloon was evenly folded and was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x20mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.